Manufacturer narrative:
The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The patient with left common femoral deep vein thrombosis (dvt) with contraindication for anticoagulation had a vena cava filter deployed via the right internal jugular vein. Approximately one month post filter deployment, a CT of the upper abdomen and pelvis was performed to evaluate clot burden and revealed the suggestion of a lobulated inferior vena cava clot at and inferior to the level of the filter. A venous duplex was performed which showed extensive acute dvt in the bilateral lower extremity. The plan noted was for anticoagulation therapy along with consideration of filter removal after three months. No further information is noted regarding the patient¿s current status. The device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately one month post filter deployment, a CT revealed the suggestion of a lobulated ivc clot at and inferior to the level of the ivc filter. Therefore, based on the provided medical records the investigation is inconclusive for the alleged occlusion within the filter and difficulties removing the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warning: do not attempt to remove the denali filter if significant amount of thrombus are trapped within the filter or if the filter snare hook is embedded within the vena cava wall. Possible complications: caval thrombosis/occlusion note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted.

Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter was occluded and could not be retrieved during a percutaneous procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Medical records review: the patient with left common femoral deep vein thrombosis (dvt) with contraindication for anticoagulation had a vena cava filter deployed via the right internal jugular vein. Approximately one month post filter deployment, a CT of the upper abdomen and pelvis was performed to evaluate clot burden and revealed the suggestion of a lobulated inferior vena cava clot at and inferior to the level of the filter. A venous duplex was performed which showed extensive acute dvt in the bilateral lower extremity. The plan noted was for anticoagulation therapy along with consideration of filter removal after three months. No further information is noted regarding the patient¿s current status. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately one month post filter deployment, a CT revealed the suggestion of a lobulated ivc clot at and inferior to the level of the ivc filter, as well as a slight interval increase in the size of the left retroperitoneal hematoma. Therefore, based on the provided medical records the investigation is inconclusive for the alleged occlusion within the filter and difficulties removing the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Warning: -do not attempt to remove the (B)(4) filter if significant amount of thrombus are trapped within the filter or if the filter snare hook is embedded within the vena cava wall. Possible complications: -caval thrombosis/occlusion. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter was occluded and could not be retrieved during a percutaneous procedure. There was no reported patient injury.